Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After review, is not applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 97714, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. Additional review indicated conclusion code, results code, and method code are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient noticed a difference in the battery after passing through a metal detector at a jail. The patient's ins was in overdischarge and the rep was unable to recover the ins after many attempts to trickle charge it. The ins was to be replaced on (B)(6) 2018 and the issue was considered resolved. No further complications were reported.